Manufacturer narrative:
MDR 3007966929-2019-00044 / device 14 of 23. Brand name: cathy-closed suction system. (B)(6). Device date of manufacture: 04/2018. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the sterile product "has moisture / water inside packaging". Photographs depicting the reported complaint issue was submitted by the complainant. Product was not used, no harm reported.

Manufacturer narrative:
Correction (g1) - contact office address: correction (g1) - contact office address: dr. Pamela meadows pam.meadows@convatec.com 7815 national service road suite 600 greensboro, nc 27409 336-542-4679. A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. Samples were not received. Pictures were received. Drops inside individual package are observed. No visible defects of package are found. Event (B)(4) ¿(B)(6) with water inside the package¿ was initiated to investigate the issue. On a base of the available information likely cause for the issue was identified as ¿extremal environmental conditions during storage /transportation at /to distributer¿. No manufacturing failures were identified, therefore no CAPA is required from minsk site. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3007966929.

Event description:
To date no additional patient or event details have been received.